Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the suture of the device broke. A new suture was used from the same box without issue. There was no patient involvement.